Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for this event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, h1 and h10. B5: upon follow-up, it was reported that the cause of peritonitis was due to catheter blockage. On an unknown date, the patient was treated with cefatzidime injection (500mg, intravenous, discontinued) and meropenem injection (250mg, twice a day, intravenous, discontinued) for peritonitis. Five days after the event onset, pd catheter was removed and pd therapy was discontinued. The patient was discharged from the hospital and has recovered from the event 25 days after the event onset. At the time of this report, the patient was ¿stable¿ from peritonitis. Based on additional information received, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.